Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Analysis was unable to test for excessive no delivery alarms due to prime anomaly. No motor error, weak battery and battery out limit alarm noted during testing. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer's blood glucose was 117 mg/dl at the time of incident. The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was possibly exposed to high magnetic field. The customer stated that they were able to rewind the insulin pump. The customer reported that the reservoir compartment was cracked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.